Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the bone graft hardened in the mixer and could not be transferred to the syringe to be implanted in the patient. Another kit of the bone graft was used to complete the surgery. No patient complications were reported.